Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak. The safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in morbidly obese pts. Additional gore device related to this event: (B)(4).

Event description:
On (B)(6), 2009, the pt was treated for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. Additional gore excluder aaa aortic extender endoprostheses were used to resolve a proximal type-1 endoleak due to severe angulation of the proximal aorta. Additional gore excluder aaa contralateral leg endoprostheses were used to resolve a distal type-1 endoleak. A completion angiogram showed no evidence of endoleak. The pt tolerated the procedure well. On (B)(6), 2009, an intervention occurred to treat a proximal and distal type-1 endoleaks, hemopericardium, and multiple medical problems. During the procedure, additional contralateral legs were implanted, and the right hypogastric artery was coiled. The final angiogram showed excellent seal proximally and distally. The pt was taken to recovery for further care. No further complications have been reported.